Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The problem is confirmed; the scanner was charged to 100%, when the ac adaptor was removed the scanner ran on battery power for approximately 10 minutes. The root cause is an internal failure in the lithium-ion battery. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Customer reported system is shutting down abruptly. Has also occurred in the middle of the procedure. A few times it will show a ec:111 error and then shut down.

Event description:
Customer reported system is shutting down abruptly. Has also occurred in the middle of the procedure. A few times it will show a ec:111 error and then shut down.

Manufacturer narrative:
The problem is confirmed; the scanner was charged to 100%, when the ac adaptor was removed the scanner ran on battery power for approximately 10 minutes. The root cause is an internal failure in the lithium-ion battery. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.